Manufacturer narrative:
Lot number is unknown.

Event description:
Information was received indicating that a smiths medical cadd administration set could only be primed about 4ml. It was also reported that subsequently alarm was set off on the pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation- a device sample was received for evaluation. The device was given functional testing and found to attach to infusion pump and successfully primed with no pump alarms occurring. No device problems were identified. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The device is 100% visually inspected during production. During production this device is sampled for functional testing at regular intervals.